Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarm. Customer reverted to manual insulin therapy. There was no adverse impact to customer¿s blood glucose.